Event description:
It was reported that the pk dissecting forceps instrument has a broken wire. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found none of the cables or wires are broken, however, one grip close cable is frayed near the distal idlers. The grips can still open and close. The cable may have been nicked by another instrument, causing the breakage. Engineering also observed that the distal end of main tube has a 5 inch long section directly above the proximal clevis with light material removed all around the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.